Event description:
A malfunction alarm was reported with malfunction code 13, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. In response, the customer planned to use multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. They also provided instructions for returning the faulty pump and transferring necessary settings to the replacement. The customer understood and acknowledged all instructions and the need to return the pump to avoid additional charges.